Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID (B)(4), implantable cardioverter defibrillator (ICD), implanted: 2009 (B)(6); model 694765, implantable tachy lead, implanted 2009 (B)(6); competitor model 1158t, implantable pacing lead, implanted 2009 (B)(6). (B)(4).

Event description:
It was reported that the right atrial (ra) lead appeared dislodged. The lead sensed appropriately, although the ra lead thresholds were high, and the physician chose to not intervene and leave the ra lead "as is." No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.